Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issues. System check was performed and reportedly the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.